Manufacturer narrative:
The t:slim user guide states: "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had filled the tubing while connected to the pump. The customer's blood glucose (bg) level was 50 mg/dl. The customer consumed carbohydrates to stabilize bg levels. The customer was uncertain as to how much insulin had been delivered, however the customer reported that the pump read 22 units. Tandem technical support confirmed that the customer's bgs had stabilized.